Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was occurred during fusion posterior approach lumber spine, l4-s1 posterior spinal fusions, l5-s1 laminectomy. There was 25min delay to the case and impact was unknown.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that system was unable to expose. 2d shots were on the machine on (B)(6). Manufacturing representative (rep) was there on (B)(6). And seen they switched machines for 3d. System working as intended. Manufacturing representative (rep) spoke with radiology before leaving. System up and running as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the system is unable to expose or shoot in 2d or 3d. Site tried to take an ap to lateral spin and reported the system is responding very slow. Unknown surgical information and unknown if there were any error messages. No additional information at the time of call.